Event description:
It was reported that the end user slipped while wearing the boot covers and fractured his wrist.

Manufacturer narrative:
It was reported that a physician assistant slipped in the operating room. In an attempt to break his fall he grabbed onto something which resulted in a fractured wrist. The actual sample was not returned. We received unused samples from an undetermined lot. No defects were identified with the returned samples. A root cause has not been determined. Minimal details were provided regarding the incident. It is unk if the end user was wearing the correct sized boot cover. It is also not known if the condition of the operating room floor was a cause or contributing factor to this incident. Due to the reported injury, this medwatch is being filed.